Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital due to a cardiac arrest. A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic) and intermittent ventricular oversensing noted on stored electrograms (egm). Follow up was conducted and no reprogramming was completed at this time. The lead remains in use. No patient complications have been reported as a result of this event.